Event description:
The iab leaked. The iab was removed and a second was inserted on 3/9/97. Tortuous aorta. The iab was inserted on 3/10/97. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event -reported 3/16/97. Pt's current status: expired. Reported 3/16/97.